Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is related to the echogenic bumps of the biopsy needle interacting with the coaxial hub. These laser markings occasionally cause slight protrusions, which may create resistance during insertion. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. No irregularities were observed in the additional returned units.

Event description:
The account alleges that the coaxial introducer was placed in the patient with no issue. Upon introducing the needle through, it would not fit within the coaxial introducer. A mild pneumothorax occured. Both the needle and the coaxial introducer were removed from the patient. The procedure was completed with another device.